Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the er420 device found that it was received in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed thirteen clips as intended and it ejected two clips. Finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 3rd. Was a cholangiogram performed using the device? No. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes in the handles when trying to close jaws. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Fired on back table on fourth clip and it formed correctly. Resistance was felt in the handle.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the third firing, the clip closed at the distal end, but not anywhere else. Another device was used to complete the procedure. There was no patient consequence.